Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense and shock electrograms. This noise has not been seen on other episodes and is not marked/sensed by the device. All lead measurements are good. X-ray examination reveals no abnormalities.